Manufacturer narrative:
The insulin pump passed displacement test, prime/a33 test and excessive no delivery test. No excessive no delivery alarm. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer received a no delivery alarm. Customer's blood glucose level at the time 312mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.